Manufacturer narrative:
It is unknown if the patient died on (B)(6) 2015 or (B)(6) 2015. A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that a patient died while a heartstart xl was in use. The customer contacted philips to review the event log to determine time of death. There has been no indication or claim of a device issue. The customer stated that the patient died, but that the heartstart xl did not contribute to the event.

Manufacturer narrative:
There was no repair or evaluation of the device required for the request. Philips assisted the customer in obtaining the event logs and provided them to the customer for interpretation. The customer did not claim an issue with the device and it remained in service following the event.

Event description:
The customer reported that a patient died while a heartstart xl was in use. The customer contacted philips to review the event log to determine time of death. There has been no indication or claim of a device issue. The customer claims that the patient died, but that the heartstart xl did not contribute to the event. It is unknown if the patient died on (B)(6) 2015.